Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's was flashing black and white. The customer was assisted with troubleshooting. The customer's blood glucose level was 124 mg/dl at the time of the incident. The customer stated that started alarming and they took the battery out, the screen was flashing. The customer stated that there was no significant event leading to the display issue and it that the insulin pump was just in their pocket. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unable to verify missing segment due to blank/flashing white light on the display. Pump received with a constant blank/flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.